Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient claimed that the cgm would go low and dropping while the blood glucose meter was stable around 90 mg/dl.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries and reported to be in healthy condition.